Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device alerted for impedance not taken. The non-competitive atrial pacing was programmed off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6944-65 lead, implanted: (B)(6) 2005. (B)(4).